Event description:
Olympus was informed that the pt expired two hours after an esophagogastroduodenoscopy (egd) procedure. The user facility reported that the pt death was attributed to the pt's pre-existing condition prior to undergoing the procedure.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report, and olympus was informed that the pt had undergone an esophagogastroduodenoscopy procedure, and was referred by the pt' primary care physician as a pre-op for lap band surgery. The pt underwent pre-op assessment with nursing, and anesthesiologists. The pt was said to be asa class 3 (a pt with severe systemic disease). The reporter stated that the endoscopy went well, and there were no problems identified, but a few minutes after the endoscope was withdrawn from the pt, the pt suffered a respiratory arrest followed by a full arrest and expired. The reporter stated that the pt's outcome was determined to be related to the pt's underlying condition. The reporter reported that based on the provisional autopsy report the cause of death was due to cardiomegaly with left ventricular hypertrophy. The pt was also reported to have pulmonary edema, and (B)(6). The autopsy report further identified a retroperitoneal hemorrhage around the pancreas. The reporter stated that there was no allegation that any devices caused or contributed to the pt's outcome. The subject gastroscope was not returned to olympus for eval. A review of the instrument history showed that the gastroscope was originally purchased by the user facility on (B)(4) 2007. The device was last serviced by olympus on (B)(4) 2008, and there has been no other service records since then. This report is being submitted as a MDR in an abundance of caution.